Manufacturer narrative:
The reported event was confirmed based on the functional testing and review of the archive data retrieved from the autopulse platform (sn (B)(4)). The root cause was attributed to defective load cells. Functional testing of the platform during initial power up revealed a user advisory (ua) 02 (compression tracking error) error message. It was found that both load cells were at fault and were replaced which cleared the ua 02 error message. Additionally, visual inspection the platform found damages on the front and back enclosures. Examination indicated that the clutch plate was sticky and the lifeband does not lock in place when installed. These observations were unrelated to the reported event. The parts were subsequently replaced and the platform was further tested and operated for 15 minutes with continuous compression using a light resuscitation test fixture without any observed errors. Review of the archive data confirmed multiple ua 02 error messages around the event date. The autopulse platform is a reusable device and was manufactured on 29 dec 2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed an "alignment" error message. Information if the error message was observed during shift check, deployment state or patient use was not provided at this time. No known patient consequence was reported. No further information was provided.